Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the reported problem was ic chip, designator u136, on the system pcb assembly.

Event description:
Found during routine testing. According to the report, the device repeatedly illuminated the front panel service light and logged a fault code related to the defibrillation processor. There was no patient associated with the report.